Manufacturer narrative:
(B)(4). Depuy still considers this complaint closed.

Event description:
Medwatch report number (B)(4) has been received. Report states: patient had revision of right total hip replacement with removal of acetabular component and change of femoral head. Procedure due to asr recall and adverse reaction to metal. Initial surgery was performed in 2008 at another medical facility.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.